Event description:
Devilbiss healthcare was notified of a complaint involving an electric bed by an insurance carrier, who stated that the bed was found in the area where a fire occurred, among other products. The fire caused the death of one person, as well as severe property damage regarding a fire damage loss subrogation. Drive is participating in the investigation of the fire and will file an update when additional information becomes available.